Manufacturer narrative:
This report is being supplemented to provide additional information based on the approved final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is presumed that due to failure of the video connector socket, when connecting the 260 scope, communication abnormality occurred, and the image became full of noise. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed during the device inspection, that the video system center exhibited a noisy image when connecting 260 scopes due to defective video connector. There were no reports of patient involvement.